Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of inoperable keypad, which was reproduced. The device evaluation confirmed the (ok), #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, and the (.) Keys to be inoperable. It was observed when any of the remaining functional keys are selected, an automatic output of the (ok) key will occur following the selected key's function. Evaluation found the cause to be a failed keypad, having a carbon ink bridge across the circuit. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no patient involvement.